Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported 'lymph node [...] Measuring 4.1mm', 'rounded, circumscribed nodules'. Patient representative later reported left side "problems", "severe pain", "discomfort, twinges, and frequent fever", "existence of lumps", rupture, "a lot of shock due to the continuous and intense pain and also to the disorder she had been enduring", "patient fell even more into deep despair and fear, in the face of concern for her physical integrity and health", "undulation and laminar area in qil measuring 03 cm, presence of collection area in uql measuring 1.1 x 1.0 cm which may characterize rupture". Device remains implanted.